Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a silicone tubing stuck together. The detent (notch) and lead were present on the twist clamp. Functional leak testing was performed with acceptable results. The clear passage testing resulted in no flow due to the tubing condition. The torque engagement testing was performed for force to open and close with the results of both engage and disengage being within the product specification requirements. The reported condition of twist clamp unable to open and close was not verified, however, the issue of no flow/restricted flow was verified due to the stuck tubing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was ¿unable to open and close¿. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.